Manufacturer narrative:
Results: failure to deliver and deformation. Lesion morphology - "serious tortuosity", resistance at lesion. Deformation problem. Conclusions: lesion morphology - "serious tortuosity", resistance at lesion. Failure to deliver and deformation. (B)(4).

Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to a lesion in the lcx with serious tortuosity but the device could not cross the lesion. The device was removed and the operation was not completed. No patient complication was reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The first two distal segments were pinched and raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).